Event description:
Overdelivery reported. The pump was reportedly set to infuse morphine 1 mg/ml, I mg/h continuous, 0.5mg pca dose with a 20 minute pt lockout. A 30ml/30mg vial was started at 10:30 am, and at 8:30 pm the display indicted 12 demands and a total volume delivered of 15mg. At 10:50 pm, the display showed 17.7ml, infused and the pump was empty and "it was making a clicking noise and it would not allow re-programming or even to be shut off." The nurse reports she clamped the pt line and "a new syringe was put in to test the pump and the machine continued to click and force fluid out of syringe exerting pressure on the glass syringe which then cracked and was removed." The nurse reports "we believe the pt rec'd 13 mg in a short period of time." Due to that belief, the pt was prophylactically given two doses of narcan. The pt reportedly did not experience any adverse effects. No add'l info was available.